Event description:
Revision surgery - the patient is dislocating. Originally she had a unipolar, then converted to a total, tight anterior capsule, the surgeon replaced a size 46mm shell with a size 48mm shell.